Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 2 cutting block seemed to take more bone than required for the femur. Patient has healthy bone quality surgeon would like dimensions measured to see if they are correct.

Manufacturer narrative:
Inspection of the returned device was conducted for all critical dimensions found all measured dimensions within specification. A complaint database search finds no additional reported events against the complaint sample product and lot code combination. The investigation did not find any evidence of product malfunction or error. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.